Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was implanted with a heartmate 3 device on (B)(6) 2021. During the same procedure a tricuspid valve repair was also performed. The procedure was complicated by right ventricular failure, which led to a right ventricular assist device (rvad) being placed on (B)(6) 2021. On (B)(6) 2021 the patient presented with clinical worsening of respiratory failure, which required intubation and mechanical ventilation. The patient was also placed with a femoral dialysis catheter to initiate sustained low-efficiency dialysis (sled) etiology of respiratory failure which was thought to be secondary to the right ventricular failure. The patient was put on inotropes, inhaled nitric oxide, and vasodilators. The patient was found to have an oglio-anuric stage iii acute kidney injury (aki), most likely due to hemodynamic changes and hypoxia. The sled would be started at 0 ml/hour of ultrafiltration, pressor requirements were high at this time, and would be increased as tolerated. The patient was then found to have increased respiratory distress and increased work of breathing on bilevel positive airway pressure (bipap), they were then intubated. The patient required high dose pressors for hemodynamic support found to have rising central venous pressure and the decision was made to send the patient to the catherization laboratory for tandem heart. The patient originally had a minimal bleed, but this then increased in severity to a brisk bleed from the anterior left septum which was controlled with merocel packing. On (B)(6) 2021 the patient was switched to a centrimag with oxygenator secondary to clots causing reduced right ventricle function and low flows. On (B)(6) 2021 the patient was emergently brought to the operating room for a pericardial window due to cardiac tamponade, which had been causing low flow alarms. The post operative course was complicated by right ventricular failure requiring placement of rij protek duo followed by an addition of a right femoral venous inflow cannula. The patient was taken off the oxygenator on (B)(6) 2021. Anticoagulation began on (B)(6) 2021 as the patient was started on heparin per mechanical circulatory support protocol as serotonin release assay was negative, bivalirudin was discontinued. On (B)(6) 2021 flolan was initiated and epinephrine was started empirically at 2 mcg/ minute in anticipation of rvad removal. On (B)(6) 2021 via a transesophageal echocardiography the patient's right ventricle was found to still be enlarged and hypokinetic. Right ventricular function, particularly the lateral wall, was slightly improved in comparison to the study previously done on (B)(6) 2021. No significant changes in right ventricular function were found in the weaning of tandem heart support. The rvad was removed. The patient's plan of care consisted of keeping the lvad speed at 5800 rpms, with flows between 4.9 and 5.1 liters per minute. The cordis would be maintained with the pulmonary artery catheter and arterial line for hemodynamic monitoring. Extubating the patient would be considered. On (B)(6) 2021 right side support was removed in the catheter lab. The rij protek duo and right femoral venous cannula were also removed. Additional information communicated stated that the patient had existing chronic systolic heart failure, and a history of stage 2 chronic kidney disease. However the effects of these conditions were exacerbated following lvad implant.

Event description:
Additional information was received that infectious disease was initially consulted on (B)(6) 2021 for repeat cultures on (B)(6) 2021 that were positive for burkholder (pseudomonas) cepacia. A computed tomography (CT) scan performed on (B)(6) 2021 showed small pleural effusions with large compressive atelectasis in the lower lobe in addition to patchy groundglass opacities within the aerated lungs which could represent inflammatory or infectious versus mild pulmonary edema. A chest x-ray on (B)(6) 2021 showed worsening moderate edema with left basal atelectasis/effusion. Intravenous vancomycin and cefepime were started on (B)(6) 2021. The patient also developed a deep vein thrombosis (dvt) to their right internal jugular (ij) vein and a partial to their left ij. No treatment was given for thrombus and it resolved without sequalae on (B)(6) 2021.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not conclusively be established through this evaluation. The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU), rev. C, is currently available. Section 1 of this document lists bleeding, renal dysfunction, respiratory failure, right heart failure, and pericardial fluid collection as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including international normalized ratio (inr) range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient had worsening abdominal distension. A computed tomography (CT) scan of the abdomen and pelvis was recommended to rule out distal colonic obstruction. On (B)(6) 2021 a CT with the colon dilated was performed and on (B)(6) 2021 a CT with rectal contrast was performed. No obvious obstruction from splenic flexure was seen, the patient was diagnosed with colonic pseudo-obstruction.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is updated/completed.

Event description:
It was reported that after being reintubated on (B)(6) 2021 secondary to respiratory failure, the patient developed tracheitis. Cultures indicated that there were several different organisms including escherichia coli, burkholderia (pseudomonas) cepacia, and candida lusitania. The patient was treated with a host of different antibiotics and antifungal medications until the infection was considered resolved without sequelae on (B)(6) 2021. The patient experienced pericardial tamponade after the implant of the lvad which required pericardial window. On (B)(6) 2021 the sub-xiphoid space was opened slightly and there was a large amount of dark bloody effusion coming out. A total of 1.5 liters of dark bloody effusion was drained. There was no clot and the blood appeared to be old. An echocardiogram confirmed that the effusion was drained completely. A mediastinal chest tube was placed in the pericardial space. The wound was closed back in layers with absorbable sutures. Flow of the lvad improved significantly to 5 liters with speed of 5800 rotations per minute. The patient was given blood products and transferred to the cardiovascular intensive care unit (ICU) in stable condition following the procedure and their cardiac tamponade was considered resolved without sequelae. Transthoracic echocardiographic findings on (B)(6) 2021 suggested concern for large echogenic structure in the non-coronary and right coronary cusp. A transesophageal echocardiogram on the same day did not mention it. A subsequent transthoracic echocardiogram done on (B)(6) 2021 had no mention of any mass and the issue was considered resolved without sequelae. The patient's right heart failure that had started on (B)(6) 2021 was considered resolved without sequelae on (B)(6) 2021 after treatment with dialysis, intubation, inotropes, inhaled nitric oxide, vasodilators, and the implant of a right ventricular assist device (rvad). The patient developed a sacral decubitus ulcer first noted on (B)(6) 2021. Upon discharge to in-hospital rehabilitation, multiple wounds including the ulcer were noted. None appeared infected or required surgical debridement. The plan of care was to continue dressing changes and wound cleansing per recommendation of the wound care nurse. The patient developed thrombocytopenia post implant on (B)(6) 2021, which was likely heparin induced. Pre-vad platelets werev127 which trended down to as low as 68 over a course of 4 days. There was also a positive serotonin release assay (sra) test on (B)(6) 2021. During the patient's elongated hospitalization they incurred other episodes of thrombocytopenia. The first episode was (B)(6) 2021 to (B)(6) 2021. The second episode spanned 14jul2021 to 27jul2021. Per hematology the etiology of the thrombocytopenia was due to multiple procedures, infections, and antibiotics. The notes on (B)(6) 2021 discounted heparin-induced thrombocytopenia (hits). The hemolysis workup was negative as well as hit antibodies on multiple occasions. No splenomegaly or nutritional deficiencies were noted. The thrombocytopenia was considered resolved with sequelae on (B)(6) 2021.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not conclusively be established through this evaluation. The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU), rev. C, is currently available. Section 1 of this document lists bleeding, renal dysfunction, respiratory failure, right heart failure, pericardial fluid collection, thromboembolism, and infection as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including international normalized ratio (inr) range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. The heartmate 3 lvas patient handbook, rev. D, is currently available. Both the IFU and patient handbook provide detailed care instructions regarding infections. The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.